Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm and insulin squirt out during manual prime. The customer blood glucose level was unknown. Troubleshooting was not performed. Customer states they were disconnected during prime. Customer states the insulin pump was not bumped or dropped and no water contact. Customer states the drive support cap appears to be no damaged. The device will not be returned for analysis.